Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to the hospital with acute hypoxemic and hypercarbic respiratory failure. The patient underwent emergent intubation after becoming unresponsive and oxygen saturation dropped while on bilevel positive airway pressure. Testing revealed sepsis/septic shock and extensive pneumonia in the left lower lung involving lingula with streptococcus pneumoniae. An echocardiogram reviewed ¿significant tricuspid valve vegetation,¿ which was mobile and in close proximity to the leads. Endocarditis was the cause of the vegetation. A septic embolism was thought to be the cause of the pneumonia. The patient was transferred to an outside cardiac surgery facility for a system extraction and tricuspid valve replacement, however, expired 12 days later. The patient is a participant in a clinical study.